Manufacturer narrative:
Per additional information received from the customer, the patient was being fed on a continuous basis via enteral pump. The customer also reported salem sump placement was verified via xray. The patient aspirated upon change of body position.

Manufacturer narrative:
The customer complaint indicates that the product was used for feeding purposes. The salem sump tube is designed for gastric drainage as indicated in our declaration of conformity and on our labeling ( polyurethane gastroduodenal tube). In this instance, the product has been used off label. A review of the device history record (DHR) found no deviations occurred during the manufacturing process of lot number 14e068fhx. Based on the above, no further action is required at this time. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding tube. The customer states that when applying enteral nutrition to salem sump, an aspiration pneumonia occurs with the patient. The patient had to be ventilated, present condition of the patient is good.